Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified the photometer lamp was defective. The fse replaced the photometer lamp to resolve the issue. The fse performed photocal, calibration, reagent blanks and quality control, which all passed. The fse observed no further flags and verified the analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erroneously low patient results with linearity flags on multiple chemistries including alanine aminotransferase (alt), aspartate aminotransferase (ast), alkaline phosphatase (alp), blood urea nitrogen (bun), total bilirubin (tbil) and amylase (amy) on their dxc 700 au clinical chemistry analyzer. The erroneous results were not reported out of the laboratory. The customer repeated the patient samples on another analyzer and results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided only initial results with linearity flags (*) for three (3) patients.